Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material ms3500-15 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Updated: material grid to fluid blockage based on customer verbatim.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris secondary set had flow issues the following information was received by the initial reporter with the following verbatim: during sms planning meeting call it was stated that nursing is having difficulty infusing IV tylenol in glass bottle via secondary tubing. Bd cec briefly described steps to successfully prime glass bottles, specifically tylenol to upmc educator meghan. She stated the nurses report they try all steps and are still unsuccessful. This bd cec is scheduled to be on site this month to review secondary setup. Product#: ms3500-15.